Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for normal device change out. It was noted that the right atrial lead previously exhibited high capture threshold and high impedance. The lead was capped and replaced successfully during procedure. The patient remained asymptomatic and stable throughout the event. The patient would continue to be monitored with follow up.